Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were repeatedly hospitalized due issues with blood glucose levels. Customer reported an incident in which she was hospitalized due to a low blood glucose level of 40 mg/dl. Blood glucose level at the time of the call was 180 mg/dl. The customer was not wearing the insulin pump at the time of admission, but had been off for less than 48 hours. The customer stated that she believed the insulin pump was overdelivering; customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.